Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "key pressed, please released" message along with an alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. A technical service team inspected the pump and was not able to duplicate the alarm, however it was found that the battery electrode board was partially burnt. No adverse patient effects were reported.